Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Related manufacturer reference number: 3006705815-2021-02089. It was reported the patients trial lead site became infected. As a result, surgical intervention was undertaken to explant the leads. The infection is being treated via oral antibiotics.